Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A water filled reservoir and infusion set was installed in the reservoir compartment, the insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen with water exiting the infusion set. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the summary screen. No delivery anomaly, bolus anomaly, basal anomaly, unexpected failed battery test alarm or unexpected pump errors noted during testing. The power management parameters graph has confirmed the unloaded voltage and loaded voltage was within the specification range. No unexpected failed battery test alarm noted in the formatted history file. The insulin pump had minor scratched display window and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received failed battery test alarm then pump error alarms after battery change. The customer's blood glucose was 5.5 mmol/l at the time of incident. The insulin pump will be returned for analysis.